Manufacturer narrative:
No medwatch receivwed from the user facility. All sections on this form completed by the manufacturer. Investigation results: the device was received and evaluated. An evaluation of the device found failure of the "on/off" button and a potential for self-activation of the shaver handpiece. The problem was related to a supplier issue which has been addressed.

Event description:
Customer requested evaluation of the device. No problem, injury or delay was reported.